Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding"), dyspareunia ("dyspareunia"), nausea ("nausea"), thyroid function test abnormal ("thyroid irregularities"), vaginal discharge ("vaginal discharge and infections"), vaginal infection ("vaginal discharge and infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, nausea, thyroid function test abnormal, vaginal discharge, vaginal infection, ovarian cyst, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, nausea, ovarian cyst, pelvic pain, thyroid function test abnormal, vaginal discharge and vaginal infection to be related to essure. Diagnostic results: following the requisite time period after implantation of essure, she had a hsg test (result not reported). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal heavy menstrual bleeding') and vaginal haemorrhage ('abnormal vaginal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. * following the requisite time period after implantation of essure, she had a hsg test (result not reported). Concomitant products included cefixime (flexeril) from 2011 to 2015, diazepam (valium) from 2011 to 2015, linaclotide (linzess) since 2012, methylnaltrexone bromide (relistor) since 2012 and ondansetron (zofran) from 2011 to 2018. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), nausea ("nausea"), vaginal discharge ("vaginal discharge and infections"), vaginal infection ("vaginal discharge and infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious") and depression ("depressed") and was found to have thyroid function test abnormal ("thyroid irregularities"). The patient was treated with surgery (ablation and hysterectomy with removal of the essure devices date-(B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the dyspareunia, thyroid function test abnormal, vaginal discharge, vaginal infection, ovarian cyst, anxiety, depression, dysmenorrhoea and fatigue outcome was unknown and the nausea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, ovarian cyst, pelvic pain, thyroid function test abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: received treatment for vaginal bleeding, menorrhagia, dysmenorrhea, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu'), pelvic pain ('pelvic pain'), menorrhagia ('abnormal heavy menstrual bleeding') and vaginal haemorrhage ('abnormal vaginal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. * following the requisite time period after implantation of essure, she had a hsg test (result not reported). Concomitant products included cefixime (flexeril) from 2011 to 2015, diazepam (valium) from 2011 to 2015, linaclotide (linzess) since 2012, methylnaltrexone bromide (relistor) since 2012 and ondansetron (zofran) from 2011 to 2018. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), nausea ("nausea"), vaginal discharge ("vaginal discharge and infections"), vaginal infection ("vaginal discharge and infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious") and depression ("depressed") and was found to have thyroid function test abnormal ("thyroid irregularities"). The patient was treated with surgery (ablation, robotic assisted laparoscopic vaginal hysterectomy, bilateral salpingectomy with removal of the essure devices date-(B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, dyspareunia, thyroid function test abnormal, vaginal discharge, vaginal infection, ovarian cyst, anxiety, depression, dysmenorrhoea and fatigue outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the nausea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, nausea, ovarian cyst, pelvic pain, thyroid function test abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: received treatment for vaginal bleeding, menorrhagia, dysmenorrhea, pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: mr received. Reporter information added. Event: embedded within the bilateral cornu added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included body mass index normal. Concomitant products included cefixime (flexeril) from 2011 to 2015, diazepam (valium) from 2011 to 2015, linaclotide (linzess) since 2012, methylnaltrexone bromide (relistor) since 2012 and ondansetron (zofran) from 2011 to 2018. In june 2011, the patient had essure inserted. In september 2011, the patient experienced fatigue ("fatigue"). In october 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In november 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In may 2012, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding"), dyspareunia ("dyspareunia"), nausea ("nausea"), vaginal discharge ("vaginal discharge and infections"), vaginal infection ("vaginal discharge and infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious") and depression ("depressed") and was found to have thyroid function test abnormal ("thyroid irregularities"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in november 2012. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, thyroid function test abnormal, vaginal discharge, vaginal infection, ovarian cyst, anxiety, depression, vaginal haemorrhage, dysmenorrhoea and fatigue outcome was unknown and the nausea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, ovarian cyst, pelvic pain, thyroid function test abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Following the requisite time period after implantation of essure, she had a hsg test (result not reported). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received:event vaginal bleeding,dysmenorrhea,fatigue,weight loss,essure confirmation test not done added. Concurrent condition,concomitant medication added and outcome of event nausea added as recovering. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal heavy menstrual bleeding') and vaginal haemorrhage ('abnormal vaginal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. * following the requisite time period after implantation of essure, she had a hsg test (result not reported). Concomitant products included cefixime (flexeril) from 2011 to 2015, diazepam (valium) from 2011 to 2015, linaclotide (linzess) since 2012, methylnaltrexone bromide (relistor) since 2012 and ondansetron (zofran) from 2011 to 2018. In june 2011, the patient had essure inserted. In june 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In september 2011, the patient experienced fatigue ("fatigue"). In october 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In november 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In may 2012, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), nausea ("nausea"), vaginal discharge ("vaginal discharge and infections"), vaginal infection ("vaginal discharge and infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious") and depression ("depressed") and was found to have thyroid function test abnormal ("thyroid irregularities"). The patient was treated with surgery (ablation and hysterectomy with removal of the essure devices date (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the dyspareunia, thyroid function test abnormal, vaginal discharge, vaginal infection, ovarian cyst, anxiety, depression, dysmenorrhoea and fatigue outcome was unknown and the nausea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, ovarian cyst, pelvic pain, thyroid function test abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: received treatment for vaginal bleeding, menorrhagia, dysmenorrhea, pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in september 2011: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: previously added outcome of the event abnormal bleeding and pelvic pain was updated from unknown to recovered resolved. Event "essure confirmation test not done" is deleted reporter, lab data, was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.